Event description:
Caller reports meter results of 208mg/dl, 182 mg/dl, 93 mg/dl and 98 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.